Event description:
It was reported that during a routine follow up for an asymptomatic patient, the atrial lead exhibited over sensing. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.